Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. System was plugged into different ac outlet and problem was corrected. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800's monitors had unstable images making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.